Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the probe unit has sharp dents. The m-zif connector lock is bent preventing image check. The control body is dry. The control knob has low tensions. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported prior to an unspecified diagnostic procedure using an ultrasonic gastrovideoscope, the scope was inspected and found to have the silver ring that connects to the ultrasound machine was bent and not properly locking to give an image. This occurrence did not cause a delay in the procedure. The procedure was successfully completed with a second device. No patient demographics are available. There was no impact to the patient as a result of this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely an external force was applied to the acoustic lens resulting in scratches (shavings). The following statements are in the instructions for use which may detect the event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities."